Event description:
The patient's nurse reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis.